Manufacturer narrative:
The device involved in this event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
It was reported that the patient was initially implanted with a bifurcated and suprarenal stent. On (B)(6) 2015 the patient underwent a secondary procedure to reline with an additional bifurcated device. Recently, an angiogram was completed and a type ii endoleak was observed. The physician elected for embolization, the sac size was approximately 8.1cm at this time. On (B)(6) 2017, the patient presented emergently to a different hospital with complaint of fever and abdominal pain. The radiologist suspected sac growth from 6-8.5cm. The on-call physician elected to explant the device. The patient is reported as recovering and stable post explant.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, there were evidence to support the following reported event; embolization, sac growth, open repair (B)(6) 2017, patient stable post implant, type ii endoleak. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. There was no device related issue identified, rather there was a persistent type ii endoleak (procedure related harm). The most likely cause of the associated sac growth was pre-existing patent lumbar arteries which is a cautionary product use condition. The event was exacerbated by long term anti-coagulation and anti-platelet therapy. There were no user-related contributing factor identified. Associated clinical harms for this procedure related event included: an additional endovascular procedure, type ii endoleak, sac enlargement, rupture, and an open repair. Procedure related harms included an extended (twelve day) hospital stay due to chronic hyponatremia, hypertension and slow recovery process. And, the final patient disposition was discharged home in stable condition. This complaint is not CAPA eligible at this time. The review of manufacturing lot confirmed all devices met specifications prior to release. The device is still implanted in the patient, so no device will not be returned for evaluation.